Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had a black screen. A field service engineer found that the unit was powered on due to the pharmacy technician removing the cable from draw module one and replaced the drawer controller, printed circuit board and module printed circuit board for drawer one and rebooted the system, and assigned the tour module as module one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cabinet had black screen the customer stated that they managed to get the medication from nearby that caused a delay in patient care. There were no adverse events or injuries reported based on this event.